Event description:
Patient called to report adverse events involving her memory gel breast implants, which were implanted (B)(6) 2009. Patient stated about 4 years after implant, she experienced hair loss, capsular contracture, joint pain in hip, neck, shoulders, ankles and wrists, numbness and tingling, unexplained weight gain, bloating, ibs, heartburn, cramping, autoimmune symptoms, inflammation and fatigue. Patient stated that within the last 3-4 months, the symptoms have become much more severe. Patient she's had many tests done with normal results. Patient stated she works out 4-5 days a week and eats healthy, so she knows her lifestyle is not to blame for all these symptoms. Patient said she is planning explant of her implants on (B)(6) 2019.